Manufacturer narrative:
(B)(4). The service engineer verified the reported issue as well as proper performance. The device is reported to be in "running condition."

Event description:
It was reported that the ventilator was not passing power on self tests (post). The ventilator was not in patient use at the time.